Manufacturer narrative:
Reaction occurred. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reason that dermabond was used on the burn. What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Was the patient exposed to similar products, such as artificial nails. Was demabond or skin adhesive used on the patient in a previous surgery or wound closure.

Event description:
It was reported that an operating room nurse sustained a steam burn on her arm while at the hospital on (B)(6) 2017 and applied topical skin adhesive to the burn herself. The nurse then developed hives and bumps on her arm the same day and the same reaction on her legs within the next few days. The nurse was prescribed prednizone to treat the reaction. There were no additional issues after treatment with prednizone. Additional information has been requested.